Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the iliac artery. A 12x90/8fr 75cm wallstent endoprosthesis was advanced and deployed in the vessel, but the stent cannot be fully dilated. The device was removed by the physician through surgery. No further patient complications were reported and the patient's status was stable.